Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported non-functioning device cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter was not working. The pump was hard and would not exchange fluid between the balloon and the cuff. The physician attempted to deactivate the system but the pump remained hard and would not deflate the cuff. The patient was expected to undergo surgery to check the entire system. There were no patient complications.

Event description:
It was reported that the artificial urinary sphincter was not working. The pump was hard and would not exchange fluid between the balloon and the cuff. The physician attempted to deactivate the system but the pump remained hard and would not deflate the cuff. The patient was expected to undergo surgery to check the entire system. There were no patient complications.